Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016with a blood glucose level of 600 mg/dl. The customer stated that they had food poisoning which led to the incident. The customer was treated with manual injection. The customer was no wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.